Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left side of common femoral artery (cfa). A 4.0mmx20mmx142cm quantum apex¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 18 atmospheres (atms) with 60 seconds duration. The device was removed from the patient and the procedure was completed with a 4-20mm coyote¿ balloon catheter. No patient complications were reported and the patients status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left side of common femoral artery (cfa). A 4.0mmx20mmx142cm quantum apex¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 18 atmospheres (atms) with 60 seconds duration. The device was removed from the patient and the procedure was completed with a 4-20mm coyote¿ balloon catheter. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 ears or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon and shaft revealed a 23mm longitudinal tear from the proximal to the distal ends of the balloon. Inspection of the remainder of the device, apart from the observed damage, presented no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the longitudinal tear microscopic examination presented no damage or irregularities in the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).